Event description:
Customer reported that a patient developed an infection following inguinal hernia repair in 2007. The patient was returned to surgery for mesh explant approx two months later. No further information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a will be submitted accordingly.